Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section a2, age at time of event, of the initial medwatch report stated: 1. Section a2, age at time of event, of the initial medwatch report should have stated: 18. Section a2, age units, of the initial medwatch report stated: years. Section a2, age units, of the initial medwatch report should have stated: months. New information for supplemental medwatch report 001: h10: ventec received a copy of voluntary medwatch report # mw5183121. Section a4, weight and weight unit, have been updated to better align with what was provided in the medwatch report. Additionally, section h10, related report numbers, has been updated. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported that the device did not provide a patient circuit disconnect alarm when the patient had become disconnected from the device. There was patient involvement associated with the reported event. No further details regarding the reported event was provided. The initial reporter advised that he had submitted an "FDA form 3500 for health professionals" and he provided a copy of the pdf to ventec. In the pdf, the initial reporter had noted that the reported issue/event required intervention to prevent permanent impairment/damage to the patient; however, no further details about what type of intervention was reported. Ventec asked the initial reporter if he was able to provide the medwatch report number and he advised that he was not provided with one. There were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.